Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons not responding when pressed. Claimed keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact with no lifting or peeling observed, the up, down and contrast keypad buttons intermittently responded to user inputs during testing, the ok keypad buttons unresponsive to user inputs during testing, it was observed that the ok key contact trace was broken, it was observed that the up, down and contrast key contacts were misaligned, it was observed that the up, down and contrast key contacts clicked and sprung back normally when pressed, and there was evidence of adhesive/contamination under all the key contacts.